Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced a fall while getting out of bed and the j-tube was hooked on the railing of the bed. On (B)(6) 2020, it was discovered that the inner fixation plate was pulled into the stomach, creating a buried bumper, as a result of the fall. On (B)(6) 2020, the peg was removed.